Manufacturer narrative:
Evaluation of the returned catrx confirmed a fracture. If the device is forcefully advanced against resistance or is otherwise mishandled at extreme angles during use, damage such as a kink and subsequent fracture may occur. The root cause of resistance during the procedure could not be determined. Further evaluation revealed kinks throughout the length of the device. This damage was likely incidental to the reported complaint. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure using an indigo system catrx aspiration catheter (catrx). During the procedure, the physician experienced resistance while inserting the catrx into the guide catheter and advancing the catrx through the coronary graft. Subsequently, the physician completed two passes using the catrx; however, upon removal, the catrx was noticed to be broken. Therefore, the catrx was not used for the remainder of the procedure. The procedure was completed by administering tissue plasminogen activator (tpa) with the same guide catheter, a new catheter, and multiple balloons. There was no report of an adverse effect to the patient.